Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned unit was a representative sample in its original packaging. The actual sample was not returned. Visual examination of the returned sample revealed that the first two staples appeared misaligned. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple did not form or fire properly. On the second attempt, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Flash was observed within the cover block. Additionally, die casting anomalies were discovered on the forming tool. A CAPA 426 opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. Both the cover block component and the forming tool component were investigated as part of the CAPA. The CAPA identified flash in the cover block as the probable root cause of visistat 35r staplers failing to function properly. The stapler was returned with 41 staples remaining in the cover block. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. A CAPA was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. The CAPA identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the user attempted to fire a staple, it is jammed and didn't come out from the stapler during use. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported. The same issue occurred to 3 units". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user attempted to fire a staple, it is jammed and didn't come out from the stapler during use. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported. The same issue occurred to 3 units". The patient status is reported as "fine".